Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the footrest arm swap switch was no longer functioning. The fse replaced the energy pedal footrest. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The footrest was installed onto a golden system and triggered the failure. The swap pedal was not working normally. There were no issues found during visual inspection. The fault was not found in the system log review.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the surgeon side console (ssc) the arm swap pedal on the console was working sporadically and not swapping the arm properly under regular use. Surgeon switched to the other console and completed the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The footrest was found to be the root cause of the reported event. Intuitive obtained additional information. Robot was docked. No errors or indications of any system issues on startup. The system initially powers on without errors. Dvstat was contacted for troubleshooting. Troubleshooting was unable to be performed during procedure. Dual console was hooked up as the surgeon had residents. Surgeon transferred to the dual console to complete the procedure, without issue. No patient injury visualized. Surgeon did not disable or discontinue use of arm due to issue. Procedure was completed with all four arms with same generator. Patient was 51 years old and born on (B)(6) 1973. Patient was female and weighed 228 lbs with bmi 38.26. Patient was white/caucasian and was 5 ft 3 in. Pre-existing medical conditions include gerd, ibs, obesity, sleep apnea, cervical cancer, fibromyalgia, stomach ulcer.